Event description:
The sensor taped on the patient¿s head got broken when the surgeon was peeling off the tape. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The sample was returned and evaluated by the supplier. The supplier's evaluation also included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that the catheter material and internal wires were stretched and broken 1.7 cm from the connector. The internal wires were exposed and the sensor and case were missing. No functional testing was possible due to the condition of the sensor as it was received. Based on their evaluation of the returned device, the supplier was able to confirm the complaint and determined that the cause of failure was mishandling of the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.